Event description:
It was reported a patient experienced a break in aseptic technique and peritonitis during peritoneal dialysis (pd) therapy with unknown baxter disposable products. Upon initial onset of peritonitis, the patient was not hospitalized at this time. Treatment included vancomycin 2 grams intraperitoneally (ip) every four days (duration was unknown). The cause of peritonitis was reported to be related to non-compliance with pd technique and break in aseptic technique by the patient, therefore, retraining how to properly perform pd therapy was performed. Two months after the initial onset of peritonitis, the patient experienced a reoccurrence of the peritonitis (same causative organism) and was hospitalized for two days for this event. During the hospitalization, the non-baxter pd catheter was removed, pd therapy was withdrawn and the patient began hemodialysis (hd) therapy. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). This event occurred on an unknown date in (B)(6) 2012. The sample is not available for analysis and the lot number is unknown; therefore, neither an evaluation nor a batch review could be performed. This reported condition is confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.